Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Upon review of x-rays for upcoming revision, surgeon noticed the femoral head was dislocated from the stem and the neck had considerable damage. This is for patient's right hip.

Manufacturer narrative:
An event regarding disassociation and an abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology report, pre- and post-operative x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Upon review of x-rays for upcoming revision, surgeon noticed the femoral head was dislocated from the stem and the neck had considerable damage. This is for patient's right hip.